Event description:
The manufacturer received info alleging an issue with a ventilator's power connector. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device's ac inlet connector was found to be damaged. The device's ac inlet connector was replaced to address the issue.